Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 442-559 mg/dl). Ketone level was high and considered as dangerous by a healthcare provider. Infusion set was changed. Contact administered (routine) a correction bolus via insulin pen. Contact suspected elevated bg was due to customer sickness; however, a pump system check was performed to confirm pump function. Pump was found to be functioning as expected.